Event description:
A patient reported that there was a patient alert and when the device was checked "they could see spikes on my lead." Upon follow up with patient's physician, it was reported that the device was reprogrammed to change alerts. No patient complications have been reported as a result of this event. The device was explanted and returned.

Event description:
A patient reported that there was a patient alert and when the device was checked "they could see spikes on my lead." Upon follow up with patient's physician, it was reported that the device was reprogrammed to change alerts. It was further reported that the device was explanted and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
A patient reported that there was a patient alert and when the device was checked "they could see spikes on my lead." Upon follow up with patient's physician, it was reported that the device was reporgrammed. No patient complications have been reported as a result of this event.